Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Based on the analysis, the alleged battery charging issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 150-200 mg/dl.